Manufacturer narrative:
Initial reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device handling, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the lid for the handpiece device turning knob was blocked and due to a burning effect most of the parts were damaged. It was further determined that the device failed pretest for check status of development, general condition, check function of turning knob, check function ¿lock/unlock¿ with safety pin, check the locking function with hand piece and check the function with power module and handpiece. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.